Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for the peritonitis and discharged four days later. The next day the patient was re-hospitalized for continued peritonitis and abdominal pain. Thirteen days later, the patient began hemodialysis and was discharged from the hospital. On an unreported date, the patient began treatment with vancomycin (dose and frequency not reported) intraperitoneally (ip) for peritonitis. On an unknown date, the pd catheter was removed and the patient was switched to hemodialysis. The patient¿s outcome was unknown. No additional information is available.